Event description:
It has been reported that the bd ultra fine¿ insulin pen needle has experienced two cases of inability to deliver insulin during use. The following has been provided by the initial reporter: clogged needles. I use two needles in the morning, one to take insulin lantus solodtar and one to take the rapid insulin humalog kwilkpen. At lunchtime I use 01 to take humalog kwilkpen and one night to take humolag kwilkipen. That is, I use 04 needles per day. And twice I took a needle to take the insulin at lunchtime and the needle was clogged, it was not possible to take the insulin on time. Now I take 03 or 04 with me to have no problems.

Manufacturer narrative:
H.6. Investigation: customer returned (10) open 4mm, 32g pen needles without the tear drop label or inner shield in a shelf carton from lot # 8233916. Customer states that the needle was clogged. All returned pen needles were examined and all exhibited a bent non patient end of the cannula, which could prevent insulin from flowing through the cannula properly. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. User error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen h3 other text : see h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd ultra fine¿ insulin pen needle has experienced two cases of inability to deliver insulin during use. The following has been provided by the initial reporter: clogged needles. I use two needles in the morning, one to take insulin lantus solodtar and one to take the rapid insulin humalog kwilkpen. At lunchtime I use 01 to take humalog kwilkpen and one night to take humolag kwilkipen. That is, I use 04 needles per day. And twice I took a needle to take the insulin at lunchtime and the needle was clogged, it was not possible to take the insulin on time. Now I take 03 or 04 with me to have no problems.